Manufacturer narrative:
This device was received, evaluated and retained by this MFR. The balloon was unfurled and slightly discolored. Performance testing revealed the balloon inflated without difficulty and no leaks were detected. Although the initial complaint stated a "volume loss" alarm was noted immediately following balloon insertion the engineering evaluation did not detect any balloon leak. Therefore, co cannot determine the cause of this event.

Event description:
An intra-aortic balloon pump alarmed "volume loss" immediately after insertion of the this intra-aortic balloon catheter. Blood was noted in the tubing and the intra-aortic balloon catheter was removed and another one was inserted. No pt complications were involved. Iabc leaks have been associated with repeated cycling against calcified lesions and/or other hard, sharp material.